Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed that right ventricular (rv) lead exhibited high defibrillation impedance. No intervention was performed, and lead is being monitored. There were no patient consequences.